Event description:
It was reported that during routine device changeout for normal eri, externalized conductors were observed via fluoroscopy. The lead was tested and no electrical anomalies were detected. The lead remains implanted. There were no adverse consequences to the patient following the procedure.